Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.

Event description:
It was reported the videoscope's image blacked out during reprocessing. During the device evaluation, it was noted that noise appeared in the image during angle operation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.